Manufacturer narrative:
Device is a combination product.

Event description:
Evolve 48 clinical study. It was reported that stent jailing occurred. In (B)(6) 2018, patient was referred for cardiac catheterization and index procedure was performed. Target lesion was located in the proximal left anterior descending (lad) artery extended to mid lad with 80% stenosis and was 42 mm long with a reference vessel diameter of 2.75 mm. The lesion was treated with pre-dilatation and placement of a 2.50 x 48mm study stent. In addition, a 3.5mm x 12 mm non-study stent was also implanted due to jailing of the study stent. Following post-dilatation, 0% residual stenosis was noted. On the next day, the patient was discharged on dual antiplatelet therapy.